Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part number: 02.127.221s. Lot number: 73381p9. Manufacturing site: raron. Release to warehouse date: 19 august 2025. Expiration date: 01 august 2035. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Photo investigation: photos were provided for review, however the image does not show clearly the condition described and no observations pertaining to the nature of the reported event could be identified. Product investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found to be stripped from the threads of one of the right proximal hole. The device arrived without the packaging as the photo evidence shows. With available information the complete potential cause cannot be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the va-lcp prox-tib-pl3.5 small bend le 6ho would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that va-lcp prox-tib-pl3.5 small bend le 6ho experienced a failure during a trauma procedure. The device was opened for use and found to have a defective screw hole, rendering it unusable. The defective hole was marked with a label, and a new plate was used to successfully complete the procedure. There were no consequences or impact to the patient, and no fragments were generated. Upon manufacturers investigation it was noted that the device's proximal hole thread was stripped.